Manufacturer narrative:
Section a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1, telephone number: unknown/not provided. Section e1: address, city, state and zip code: information not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been.

Event description:
The following was reported regarding the preloaded johnson and johnson (jnj) intraocular lens (iol). There was difficulty inserting the lens into the patient¿s eye. Consequently, the incision was enlarged to 2.75 mm. When it was noticed that the lens would not advance the cartridge was removed from the eye. The lens did not enter the eye, although there was contact between the eye and the cartridge. However, the customer also reported that the doctor applied force to complete the implantation. Then the lens successfully entered at which point a broken haptic was noticed. No further information was provided. Johnson and johnson is performing follow-up to get clarification on the reported event however, to date the customer has not responded.